Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the interface is disconnected. A technical support specialist, restarted cce services and messages also rebooted device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be interface.

Event description:
It was reported when using the pyxis medstation interface system, the patients are not crossing over.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.